Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 20.7 mmol/l with ketone levels of 1.8 mmol/l; cause was due to malfunction alarm. Healthcare provider identified the ketone level as dangerous. Customer received third party assistance from a diabetes nurse and administered a manual injection to address bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.